Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received an alarm three times on their insulin pump. The patient's blood glucose level was 183 mg/dl at the time of the call. The customer stated that they had already changed the infusion set and tried rewinding the pump. The customer's temporary basal was not set before the alarm went off. The customer was informed that the pump needed to be replaced. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test. The insulin pump was monitored for several days an no error alarm was noted or located in the alarm history. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, and scratched reservoir tube window.